Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that the power wiring harness and bottom enclosure were damaged, and the device had missing rubber feet. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified during visual inspection. The cause of the reported condition was damaged ac adapter components. To resolve this issue the power wiring harness, bottom enclosure, rubber feet, ac adapter, and pole clamp with be physically repaired. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a broken power port found during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.